Event description:
It was reported that the pulse generator exhibited intermittent loss of output. The device had tripped elective replacement indicator in (B)(6) 2013. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed normal battery depletion.